Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a sapien 3 valve by tf approach, it was not possible to align the valve on the commander balloon as the valve did not move the last part with the fine adjustment wheel. It was decided to retrieve the whole system together, however, the valve/balloon was caught in subcutaneous tissue. A vascular surgeon was called and the entire system was removed by surgical cutdown. A new system was used without further complications. As per medical opinion, the crimp nurse, by accident, pre-crimped the valve too much and the leaflets of the valve were not folded in the right way affecting the process of valve alignment. The minimum luminal diameter (mld) was 10 mm with mild calcification and mild tortuosity. The valve alignment was not blocked, but did turn without balloon shaft movement. Moving the valve required more force than we were able to deliver via the alignment wheel.

Manufacturer narrative:
As the affected device/kit was not returned, the investigation will be limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training / IFU for the edwards esheath and commander delivery system, and manufacturing mitigation. No relevant photographs or imagery were provided. As no work order information was provided, a DHR review and a lot history review were unable to be performed. Complaint data for the previous 12 months was reviewed (september 2016 through august 2017) for the commander delivery system (all models and sizes). Review of complaint history revealed that the occurrence rate exceeded the august 2017 control limit for the trend category ¿fine adjust difficulty¿. Complaint data for the previous 12 months was reviewed (september 2016 through august 2017) for the commander delivery system (all models and sizes). A review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ withdrawal difficulty¿ did not exceed the august 2017 control limit for the trend category of ¿withdrawal difficulty.¿ based on the review of the IFU/training manuals, no deficiencies were identified. Since work order information was not provided, the latest revisions of applicable sops were referenced. The inspections and tests described below are representative of the processes that the delivery system would have undergone during manufacturing. During the manufacturing process, the entire delivery system is visually inspected and tested several times, including during general specification for sapien 3 (s3) balloons, flex tip assembly and bonding, spring coil installation, balloon pleat, fold, & forming, and final inspection. Furthermore, after sterilization, the delivery system is tested and inspected using sample devices from each lot under a sampling basis during product verification (pv) testing. The delivery system pv testing includes visual inspection, fine adjustment functional verification testing, and locknut/collet engagement force testing. The lots are released only if all sample units pass pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaints for ¿handle ¿ fine adjust difficulty¿ and ¿delivery system ¿ withdrawal difficulty¿ were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non- conformance was unable to be determined. However, a review of manufacturing mitigation and complaint history did not provide any indication that a manufacturing non- conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported fine adjust difficulty. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Of note, the patient¿s access vessel was reported to be mildly tortuous and calcified. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. It is possible that patient or procedural factors may have contributed to the withdrawal difficulty. Per the procedural training manual, the thv should be centered and flush with the flex tip and then withdrawn completely inside the sheath before removing the sheath/system as a single unit. As the valve was observed to have a bent strut after retrieval, it is possible that non-coaxially of the valve and flex tip caused the valve to get caught on the sheath tip or patient anatomy, making it difficult to withdraw into the sheath. Access vessel tortuosity/calcification could have exacerbated these procedural factors, creating challenging angles and non-coaxial alignment of the delivery system and sheath during retrieval. Alternatively, it is possible that crimping technique could have contributed to the fine adjust difficulty and withdrawal difficulty as well. In the description summary as per medical opinion, it was reported that the crimp nurse may have accidentally pre-crimped the valve too much and the leaflets of the valve were not folded in the right way, affecting the process of valve alignment. An improperly crimped valve can result in higher alignment forces and increase the possibility of the valve catching on the sheath tip during retrieval. As such, available information suggests that patient/procedural factors may have contributed to the reported events. However, a definitive root cause is unable to be determined at this time. The complaints were unable to be confirmed, and no manufacturing/product non-conformance or labeling/IFU/training deficiencies were identified, therefore no corrective/preventative actions are required. Since the report of delivery system ¿ withdrawal difficulty was unable to be confirmed, no manufacturing/product non-conformance or labeling/IFU/training deficiencies were identified, and the occurrence rate for the applicable trend category did not exceed control limits, a product risk assessment (pra) is not required. Although the occurrence rate exceeded the august 2017 complaint trending control limit for ¿fine adjust difficulty¿, since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint was unable to be confirmed and presence of a product/manufacturing non-conformance was unable to be determined. Additionally, a review of complaints and available information revealed that no product non-conformances or IFU/training deficiencies have been identified. As such, a product risk assessment (pra) escalation is not required. A full list of all (B)(4) complaints for ¿handle ¿ fine adjust difficulty¿ from august 2017 was put together, and four engineering evaluations have been completed. The complaints were unable to be confirmed and no manufacturing non-conformances were identified during the investigations. Since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint for ¿handle ¿ fine adjust difficulty¿ was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the trend category ¿fine adjust difficulty¿ exceeded the august 2017 control limits. Since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint for ¿delivery system ¿ withdrawal difficulty¿ was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the trend category ¿withdrawal difficulty¿ did not exceed the august 2017 control limits. As such, no further action is required.

Manufacturer narrative:
Additional information was provided for the case. It was clarified that one end of the valve was ¿stuck¿ in the access vessel and half in subcutaneous tissue. Multiple alignment attempts in different sections of the aorta were performed to avoid the tortuous sections. Tension was built up when using fine adjustment wheel for final adjustment and when the lock was released to try to get the adjustment wheel turned back for further attempts after relocking, the balloon ¿just popped back out again to a halfway loaded position¿. It was also clarified that the delivery system was ¿straightened out¿ (unflexed) and valve withdrawn to have contact with the pusher before trying to remove everything.